Manufacturer narrative:
The vascade xl device will not be returned for evaluation, as it remains implanted in the patient. As part of the investigation, this event was medically assessed by (B)(6) medical staff. It was determined that access-site infection is a known, though rare, complication of vascular access procedures. While a device contribution cannot be excluded, multiple potential contributing factors may have played a role, including sheath size, procedural complexity, and patient- or multiple-access-related factors. As there has been no confirmation of a device malfunction, the vascade xl was determined to have functioned as intended during deployment and hemostasis. In addition, a review of the sterilization records for the subject device revealed no anomalies.

Event description:
A patient underwent a farapulse ablation procedure utilizing a faradrive large-bore femoral venous sheath. Hemostasis was achieved using the vascade xl vascular closure device. The physician reported that two access sites were used in the same limb, and hemostasis was obtained without difficulty. The procedure was completed without any immediate access-site complications. At the time of discharge, persistent oozing was observed, and infection was suspected; however, physical examination and diagnostic testing revealed no abnormal findings. On (B)(6) 2026, the postoperative patient presented to the hospital with abnormalities at the vascular access site. Clinical evaluation demonstrated localized inflammation with purulent drainage. Microbiological testing identified gram-negative cocci. The vascade device remained in place. The wound was incised, and antibiotic therapy was initiated. The patient was not hospitalized and, after returning home, managed wound care independently by cleaning the site daily while showering. On (B)(6) 2026, the patient returned for a follow-up visit, at which time purulent discharge persisted. It is unknown whether additional treatment was provided during this visit; however, a second follow-up appointment was scheduled for one month later.